Event description:
As reported, the patient had an initial right tsa on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6), 315-35-00 - glnd kwire. (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection reported cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Correction: h6 clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. The following sections were corrected: b2 b5 d1 d4: catalog number, UDI, serial and expiration date. Expiration is unknown. G4: 510k unknown due to specific device not being reported. H4: manufacture date unknown h6. A review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection reported cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a right tsa revision approximately 1.5 years post initial surgery due to infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.